Manufacturer narrative:
(B)(4). Citation: female pelvic med reconstr surg 2011;17: 144-146; doi: 10.1097/spv.0b013e3182175d91. (B)(4).

Event description:
It was reported via journal article: "title : abdominal extraperitoneal excision of a foreign body in the pararectal space" author: minita patel, md,* john currie, md,þ and paul k. Tulikangas, md* citation: female pelvic med reconstr surg 2011;17: 144-146; doi: 10.1097/spv.0b013e3182175d91. The aim of this case report was to present a (B)(6) postmenopausal woman with persistent granulation tissue and a sinus tract from a braided polyester (ethibond) suture placed in the right sacrospinous ligament fixation. The patient presented to the office with symptoms of spotting and pink, frothy discharge 2 years after vaginal hysterectomy, anterior and posterior colporrhaphy, and sacrospinous ligament fixation for symptomatic pelvic organ prolapse. She had previously undergone a vaginal surgery to excise granulation tissue that was causing the discharge and spotting. There was recurrence of the symptoms of discharge and spotting approximately 3 months after the excision of granulation tissue. She also reported recurrent symptoms of pelvic pressure and prolapse. Operative report stated that 2 braided polyester sutures had been placed through the sacrospinous ligament. One of the visible sutures was easily excised in the office, and surrounding granulation tissue was cauterized with silver nitrate. On follow-up, there was persistent granulation tissue lateral to the vaginal apex near the right sacrospinous ligament. Because of the size of the granulation tissue, she was taken to the operating room for an examination under anesthesia and excision of this granulation with revision of the vaginal cuff. At the time of this surgery, a 3 x 4-cm area of the vaginal apex was excised to remove all visible granulation tissue. Rectovaginal examination was significant only for some scarring along the right pararectal space, but no mass was palpable. At the conclusion of the procedure, there was no evidence of granulation tissue, and there was no evidence of suture material. Follow-up at 6 weeks noted a recurrence of granulation tissue at the apex. At this point, the authors felt that although the second suture was not visible, it had likely formed a chronic sinus tract from the right sacrospinous ligament leading to persistent granulation tissue and discharge. There was no imaging performed as the clinical suspicion was high that the second braided suture was the cause of the recurrent granulation tissue. An abdominal retroperitoneal approach was deemed best to remove the permanent suture from the right pararectal space and excise this granulation tissue. The retroperitoneal approach would keep the bowel out of the operative field. The patient had recurrent prolapse, and so performing a retroperitoneal sacral colpopexy would allow the authors to correct the prolapse. In conclusion, an abdominal retroperitoneal approach to the pararectal space may be helpful in excising foreign bodies placed during vaginal prolapse repairs, especially if a vaginal approach is not successful. Benefits of this approach include improved visualization of deep pelvic spaces as compared with vaginal approach, the ability to identify key anatomic structures (blood vessels, ureters, nerves), and the ability to do a concurrent prolapse repair.